Event description:
A customer reported the adc blood glucose meter would turn on with button press but not test strip insertion. The customer reported she began to experience dizziness and chest pain, and subsequently lost consciousness. An ambulance took the customer to a hospital, but no treatment was administered by a healthcare professional there. The customer reported only taking an unspecified medication that had been prescribed by her doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The returned meter powered on with button depression and strip insertion. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc blood glucose meter would turn on with button press but not test strip insertion. The customer reported she began to experience dizziness and chest pain, and subsequently lost consciousness. An ambulance took the customer to a hospital, but no treatment was administered by a healthcare professional there. The customer reported only taking an unspecified medication that had been prescribed by her doctor. There was no report of death or permanent injury associated with this event.